Manufacturer narrative:
The correction of b3 date of event and b5 describe event and problem deems required. This is based on the internal evaluation. Previous b3 date of event: 2023-05-09. Corrected b3 date of event: 2023-05-08. Previous b5 describe event and problem: on 9th may 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the device inspection three out of the six fixation screws holding the device main tube were broken. The additional issue of corrosion occurrence on the main tube has been confirmed with photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury and any rust particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 8th may 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the device inspection three out of the six fixation screws holding the device main tube were broken. The additional issue of corrosion occurrence on the main tube has been confirmed with photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury and any rust particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the device inspection three out of the six fixation screws holding the device main tube were broken. An additional issue of corrosion on the main tube has been confirmed with photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury and any rust particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, as the described issues can be considered as technical deficiencies, and in this way the device contributed to the reportable situation. The gathered information indicates that upon the event occurrence the device was not being used for patient treatment. The problem was discovered during maintenance. A review of received customer product complaints related to investigated issues, revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we find that the failure ratio of the broken fixation screw holding main tube is very low, and for rust occurrence it is moderate. A technical evaluation of the named issues was performed by subject matter experts at the manufacturing site. They stated as follows: ¿ relating to the issue of screws holding the device main tube that were broken; the probable cause of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. Such stresses due to loosening of the screws corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. (Installation manual 01584 en 09, page 92). The rupture of the other screws corresponds to progressive propagation of the shear effect (01582 en 08 pages 16-17, 253-254, 259). To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. ¿ relating to the photographic evidences showing rust formation on the device. It can be observed that corrosion is mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused appearance of rust. Rust formations were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75% (nu powerled 01581 en 09, page 17). To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages (nu powerled 01581 en 09, page 20). The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may lead to the rust occurrence, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used (nu powerled 01581 en 09, page 35-37). The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning (nu powerled 01581 en 09, page 35-37). To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients (nu powerled 01581 en 09, page 35, technical manual 01582en08, pages 253-259). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 8th may 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the device inspection three out of the six fixation screws holding the device main tube were broken. The additional issue of corrosion occurrence on the main tube has been confirmed with photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury and any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter site name: (B)(6). Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the device inspection three out of the six fixation screws holding the device main tube were broken. The additional issue of corrosion occurrence on the main tube has been confirmed with photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury and any rust particles falling off into sterile field or during procedure may cause contamination.